Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
(B)(6) study. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was on apixaban prior to consent and screening for the study. Prior to the procedure, prophylactic antibiotics were administered and during post-transseptal puncture, heparin was administered. The patient underwent successful placement of a 31 mm watchman flx laa closure device with a complete laa seal and deployed device diameter of 24 mm. That same day, post ablation, the patient experienced chest pain. A transthoracic echocardiogram (tte) was performed and revealed a pericardial effusion. No intervention was performed and the patient was transferred to the intensive care unit (ICU). Two days post procedure, oral medication was provided to treat the pericardial effusion. Six days post procedure, the patient was discharged on aspirin. The apixaban was stopped on (B)(6) 2020. On (B)(6) 2020, the patient again was brought into ICU for the evaluation of the pericardial effusion. Three days later, the patient was discharged home. On (B)(6) 2021, the pericardial effusion was considered resolved.